Event description:
It was reported that during a cardiac ablation procedure, the system displayed a fault message indicating there would be blood in the catheter handle before treating the third pulmonary vein. The electrical umbilical, coaxial umbilical, and balloon catheter were exchanged, and the console was restarted. The procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files and the afapro28 balloon catheter with lot number 26134 were returned and analyzed. One file showed at least 11 applications were performed with a non-returned balloon catheter on the reported event date without any system notice or anomaly. The other file showed at least 6 applications were performed with catheter the returned catheter on the reported event date without any system notice or anomaly. In the fault file, the following fault messages were found on the reported event date: the system notice n-004 "the system has detected blood in the catheter handle and stopped the vacuum." Was confirmed during the fault evacuate state. The system notice n-006 "the system has detected blood in the catheter" was confirmed during the fault evacuate state. The system notice n-007 "the system has lost electrical connection to the catheter." Was confirmed during the fault passive state. The system notice n-184 "the system has detected a higher than expected pressure." Was confirmed during the ready state. External visual inspection of the balloon segment showed blood/fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 4 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice n006. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach was observed 1.26 inches proximal to the catheter tip. In conclusion the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.